Event description:
A malfunction was reported with the customer's pump, specifically displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, attempted to reset the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, and a replacement pump will be shipped. The customer was informed on how to put the faulty pump into storage mode and instructed to return it with a prepaid label within ten days, which they acknowledged.